Event description:
During baxter's eval it was found that a spectrum pump experienced a delayed keypad response. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval identified a delayed keypad response, which was determined to be caused by a failed processor printed circuit board. The failed processor printed circuit board was replaced.